Manufacturer narrative:
During preventative maintenance (pm) conducted by a field service engineer (fse) the fse replaced the pim module and completed a full pm functional test. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter named is (B)(6). He is a getinge a getinge employee who has different contact details from that of the event site. A contact person at the event site was not provided at this time.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the iabp unit failed the pneumatic interface module (pim) test. There was no patient involvement, and no adverse event was re ported.

Manufacturer narrative:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the iabp unit failed the pneumatic interface module (pim) test. There was no patient involvement, and no adverse event was re ported. During preventative maintenance (pm) conducted by a field service engineer (fse) the fse replaced the pim module and completed a full pm functional test.

Event description:
N/a.